Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 9f hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the marker lumen of the proglide device was flushed prior to use in the anatomy. The proglide device was successfully advanced over the guide wire and the guide wire was removed through the exit port. The device was inserted further however, blood flow from the marker lumen was not observed (the device was thought to be inserted into the vessel sufficiently). The guide wire was re-inserted and the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 9f hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the marker lumen of the proglide device was flushed prior to use in the anatomy. The proglide device was successfully advanced over the guide wire and the guide wire was removed through the exit port. The device was inserted further however, blood flow from the marker lumen was not observed (the device was thought to be inserted into the vessel sufficiently). The guide wire was re-inserted and the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.